Event description:
It was reported that the implantable cardiac monitor exhibited a diagnostic anomaly. A patient activated episode could not be retrieved successfully. After clearing the diagnostics and a firmware download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.